Event description:
It was reported through the filing of a lawsuit that allegedly the patient suffered a right tibia and fibula fracture from a dirt bike accident and on (B)(6) 2020 the plan was to remove a pilon plate that had been placed in the patient's leg ten years prior and repair the fracture with intramedullary nailing. A reamer was supposed to be used to go into the tibia and allegedly "both of our reamers had foreign material from former surgery" and therefore a "flexible intra reamer was then used to enter into the correct starting position... This flexible reamer did not follow the guide pin as hoped and made a small 6-8 mm hole on the anterior cortex of the tibia." Allegedly he continues to suffer from knee pain, stiffness and tightness, possibility of compartment syndrome that may be causing his possible nerve injury.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Related to the complained miss drilling following statements from the operative technique bixcut im reamer system (bxct-st-1, 10-2020) and the instructions for use (l22000065 rev aa, 04-2020) and the can be pointed out: "caution: use x-ray control to verify correct placement of the guide wire in the center of medullary canal.] Care must be taken with flexible reamers to ensure that the guide wire is not displaced laterally during reaming. This could lead to resection of more bone on the lateral side, which in turn would lead to an offset position of the nail, potentially leading to fracture of the shaft.¿ "when inserting a k-wire, it is imperative to continuously check the position of its tip with an image intensifier. Fluoroscopy is also necessary whenever cannulated instruments are advanced over a k-wire." If the device is returned or if any additional information is provided, the investigation will be reassessed.